Event description:
The facility reported that the resident was being lifted from an electric wheelchair. The resident did not turn off wheelchair before being hooked into the sling. The sling got caught on the wheelchair joy stick, causing the pt to be forced forward and hitting his foot on the nearby tv. The resident was taken to the ER. The resident sustained a broken left fibula and tibia and was casted at the hosp.